Event description:
Caller reported an inconsistency in the insulin gauge display, where the fill estimate showed 160 units despite expecting over 240 units, with a difference greater than 30 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and was advised by technical support to call back for troubleshooting if the problem recurs.